Event description:
It was reported the patient experienced difficulty maintaining communication between the implantable neurostimulator (ins) and the programmer. A field representative met with the patient and also had difficulty maintaining communication with the device. Surgical intervention was undertaken and the ins was explanted and replaced with a different model.